Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inappropriate shock was delivered due to noise in the primary vector involving this device. A review of the data by technical services (ts) noted that the episode was related to non cardiac noise recorded in the primary vector. Testing took place and confirmed appropriate lead inserting, while noise was reproduced while palm pressing in all vectors. The primary and secondary vector showed noise oversensing during testing in the supine and standing positions, while the secondary vector showed low r wave amplitudes and noise with minimal effort. Ts discussed further troubleshooting for this case. Additional information noted that this patient received another inappropriate shock due to noise reproduced in the alternate vector in this hospital. Ts recommended the patient to be hospitalized to perform further investigation prior to a possible system revision. Ts was waiting for further data from the field personnel. At this time the device remains implanted. No adverse patient effects were reported. A follow up took place and it was not possible to reproduce noise in a standing or supine position, the pocket was opened and a stable connection was confirmed and no noise was reproduced. The system was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies, other then cuts in the outer insulation, likely related to explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock was delivered due to noise in the primary vector involving this device. A review of the data by technical services (ts) noted that the episode was related to non cardiac noise recorded in the primary vector. Testing took place and confirmed appropriate lead inserting, while noise was reproduced while palm pressing in all vectors. The primary and secondary vector showed noise oversensing during testing in the supine and standing positions, while the secondary vector showed low r wave amplitudes and noise with minimal effort. Ts discussed further troubleshooting for this case. Additional information noted that this patient received another inappropriate shock due to noise reproduced in the alternate vector in this hospital. Ts recommended the patient to be hospitalized to perform further investigation prior to a possible system revision. Ts was waiting for further data from the field personnel. At this time the device remains implanted. No adverse patient effects were reported. A follow up took place and it was not possible to reproduce noise in a standing or supine position, the pocket was opened and a stable connection was confirmed and no noise was reproduced. The system was explanted and will be returned. No additional adverse patient effects were reported.